Manufacturer narrative:
The test strips were not returned for investigation. As no product was returned, a specific root cause could not be determined.

Manufacturer narrative:
The inform ii meter serial number was (B)(6). Qc passed on the meter within 24 hours of the event. The test strips were requested for investigation. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant glucose results for 1 patient tested on an accu-chek inform ii meter. The initial result from the meter was 383 mg/dl. The patient was retested within 15 minutes, and the result was 61 mg/dl. The result of 61 mg/dl was believed to be correct.